Event description:
It was reported that during a duodenal stent placement procedure, a handle detachment occurred. The lesion was located in an unspecified portion of the duodenum. The wallflex enteral duodenal 22mm x 12mm stent delivery system (sds) was advanced to the lesion, however, upon deploying the stent the deployment handle detached from the catheter. The sds and an unspecified endoscope were removed as a unit. The procedure aborted and rescheduled for 3 days later due to the unavailability of another of the same device. The second procedure was successfully completed. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
.